Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported a high blood glucose level (bg) of 1012 mg/dl. Additionally, the customer was admitted to the hospital due to a high bg of 1012 mg/dl. No additional patient or event information was available.